Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: electrical safety checks by using emt / mpe tester failed. Light guide rod lens (3x) --- cracked. Charged coupled device cover lens --- cracked. Distal end cap cover --- scratch. Bending section rubber glue --- separated. Switch 1 --- wear and tear. Specified angle and orientation achieved up/down/right/left failed. Suction function 26,7kpa specify suction flow (ml/min) failed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. However, prior to being evaluated, the device was sent to an independent laboratory was culturing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pretreatment involved aspirating the channels and rinsing the air/water channel and auxiliary washing channel. No detergent was used during preprocessing. The working/suction channel, aspiration channel, carrier channel port, and the distal end/area around the elevator were manually cleaned with anios clean and asept inmed brushes. The scope was not manually disinfected. Edt4 was used as the automatic endoscope reprocessor (aer) along with endodet as the detergent and endodis was used as the disinfectant. The aer was cultured and 3 colony forming units of aerobic flora were identified. The scope was stored horizontally. Olympus was used for repair and maintenance. The device evaluation is currently in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.